Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a vivo surgery was performed on (B)(6) 2018. During the procedure, it was not possible to grab and hold the prodisc® with the xl 6mm spacer clamp, so they used a xl-5mm spacer clamp to place the implant. Surgery was completed successfully with an approximate 20-minute delay. No patient harm was incurred, and the patient¿s post-operative status was good. This report is for a spacer clamp sizes xl/xld h6. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 03.670.326 , lot:9456422 , manufacturing site: hägendorf , release to warehouse date: 21. May 2015 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. A spacer clamp was returned for investigation. Instrument was forwarded to the manufacturing site and was checked for conformance to the specifications. During the investigation, it was found that the part of an edge that was the subject of the complaint had been damaged. The damage indicates a high force application during use. In addition, it was determined that the fork of the part is bent. Due to this bending and thus resulting symmetry errors, the functional test could not be carried out completely. For this reason, an additional dimension inspection was carried out. All results were in line with expectations. The review of the device history record revealed that this spacer clamp was manufactured in may 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. During the production phase the parts have been tested and documented according to the valid inspection sheet in the component stage. Also, again according to the marking according to the inspection sheet and passed as good. The injury to the part indicates a misapplication. No manufacturing related issue was identified or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.